Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s wake/lock button was unresponsive and the device would not turn on, consistent with a key or button not working and implicating the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the wake/lock button consistent with a component-level failure of the switch. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.